Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. Additional information was requested, and the following was obtained: what was the diagnoses and procedure? It was emergency bowel obstruction.please provide what is meant by ¿urgent ileus case¿? The surgeon removed the small intestineof the patient that had an emergency bowel obstruction.was this a small bowl resection? The surgeon removed the small intestine of the patient that had an emergency bowel obstruction.please explain why there was an open chest. There was a bearing of ntlc in the patient.what is meant by ¿eef4¿? It was a functional end-to-end anastomosis;feea.what is the damaged to the device? A bearing of ntlc was broken.please give in detail?a bearing of ntlc was broken and fell into the patient. What was the thickness of tissue that the device was used one? Currently, unknown. What were the indications for surgery? When the surgery was completed and x-rays were taken, it was discovered that the bearing of ntlc remained in the patient's body, and the surgeon reopened the patient's abdomen and removed it.what surgical procedure was performed? When the surgery was completed and x-rays were taken, it was discovered that the bearing of ntlc remained in the patient's body, and the surgeon reopened the patient's abdomen and removed it. What color setting was selected on the device and what was the sequence of the firings? Currently, unknown.what anatomical structures was the device fired on? Currently, unknown. Were other stapling or suturing devices used when creating the anastomosis? Another ntlc was used.or can use these questions instead: what device was used to create the common channel? Another ntlc was used.what was used to close the common opening? Another ntlc was used.were there any issues experienced with the device in the initial surgical procedure? A bearing of the ntlc was broken and fell into the patient.was the device difficult to fire? No. How were the post-operative issues identified? During the x-rays that are normally taken after surgery, it was discovered that the parts remained inside the patient's body.were there any issues noted with staple formation at any point throughout the care of the patient? No. If so, please describe.n/a."

Manufacturer narrative:
(B)(4) date sent: 9/20/2024 d4: batch # 859c72 corrected data: d4: UDI# and d7a. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached, the right bearing was present and incorrectly placed with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. It is possible that the right bearing could be manipulated and reinserted incorrectly. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 859c72, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/21/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open chest/abdomen, ntlc was used in an urgent ileus case with small bowel resection fee4. There was a possibility that the part of the device was damaged as a result. After the abdomen was closed, an x-ray was taken, which confirmed that the parts remained in the patient¿s body. The abdomen was reopened, and the round ring-shaped part was removed. The re-fire feeling was the same as before, with no discomfort, especially heavier than usual, and there were no problems with staple formation. At the time of reconstruction, the doctor did not notice any damage to the parts at all, and when x-ray was taken, it was discovered that the parts remained in the patient¿s body. It was used on ileum. Another device was used to complete the case. No further information is available.